Event description:
It was reported that the lens was intraoperatively removed from the pt's left eye due to posterior capsule defect. According to the surgeon the capsule defect was most likely a pre-existing pt condition (capsule defect) which resulted from an intravitreal injection. The pre-existing defect enlarged after the iol was inserted into the bag. Vitrectomy was performed and an li61 intraocular lens was placed in the sulcus as a replacement. Please reference MDR#: 1119279-2013-00163 for the lens.

Manufacturer narrative:
The delivery device was not returned to b+l for eval; therefore, product eval could not be conducted. The lot number of the delivery device was not provided; therefore, a device history record (DHR) review could not be performed. Based on the info available, the exact cause of the reported event could not be conclusively determined. However, according to the surgeon, the most likely cause of the event was a pre-existing pt condition which resulted from an intravitreal injection.